Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed further evaluation on the maryland bipolar forceps instrument involved with this complaint. Advanced failure analysis confirmed the initial failure analysis. The bipolar yaw pulley was observed to have a significant amount of thermal damage. The continuity test was confirmed to pass. A review of the video clip was conducted by an isi clinical development engineer. The following additional information was provided: from the given video, it was noted that the maryland bipolar forceps instrument being activated on tissue near an monopolar curved scissors (mcs) instrument and what appears to be a laparoscopic suction device. Small flames /smoke can be seen around the tips of the instrument. This has previously been attributed to the inadvertent presence of oxygen in the surgical space, rather than inert co2.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, "fire" was observed during intraoperative use of the maryland bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with site and obtained the following additional information regarding the reported event: the instrument was initially inspected before use and nothing was noted out of the ordinary. No damage was noted to the instrument after the arcing event. A pin gauge was used to inspect the cannula. The doctor redirected to review the video provided to determine where the arcing came from. The surgical task being performed while the arcing occurred was cauterizing. The type of energy being used at the time of arcing was bipolar energy. The instrument was connected properly. The settings used on the generator were cut: 40, and coagulate: 40. The instrument was used for about an hour before the instrument arcing event. Other instruments that were in use when the arcing event occurred were monopolar curved scissors and cadiere forceps. The instruments did not collide in the procedure. When the arcing event occurred, the instrument tip(s) were in contact with tissue. The instrument tips did not touch any staples, clips, or sutures while energized. The doctor does not know what caused the problem. There was no patient injury, or no damage to the surrounding tissue as a result of the arcing. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed. The instrument was placed on an in-house system and failed to be recognized on multiple attempts. As a result, the instrument could not be tested for functionalities (i.e. Energy delivery test). The grip input disks were manually articulated (off from the system) and the grip tips opened and closed without any issues. Visual inspection showed heavy thermal damage at the bipolar yaw pulley. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was found to have exposed electrodes on both of the bases of the bipolar forceps grip. In addition, the instrument was found to have a bipolar pin bent. The complaint was not confirmed by failure analysis.